Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found during investigation and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient experienced a corneal ulcer of the right (od) eye while using the device. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown patient outcome.

Manufacturer narrative:
While an incorrectly powered lens may result in reduced visual acuity, it would be unlikely to have caused or contributed to the patients reported condition of corneal ulcer. As previously reported, review of manufacturing records for the lot number identified no issues and no additional complaints have been received for this lot number. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.